Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples (including photos) were returned for the reported issue of ¿leakage¿, with reported lot # 0304816 regarding item # 393208, the complaint could not be confirmed. The DHR of product number 393208 and lot number 0304816 was checked for any quality notifications, and there were no quality notifications was raised on this lot. The investigating team has used the retention samples of material code 393208 and lot number 0304816 for investigating the reported defect. The ten retention samples of 0304816 were checked for leakage. No retention sample showed any leakage. The complaint could not be confirmed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that three venflon pro 17ga 1.5mm od 45mm l leaked. The following information was provided by the initial reporter: new complaint due to leakage. This was received by our customer service, there is no more info available at the moment.